Event description:
Per the clinic, the patient experienced extrusion of the electrode array. The patient underwent a revision surgery (date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed july 6, 2015.

Manufacturer narrative:
(B)(4).